Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer could apply more force to the button to resolve the issue, but reverted to an alternate method of insulin therapy.